Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37751 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that one of assistants noticed the recharger is fried and melted at the bottom. Patient states the plastic is burnt and melted off. Troubleshooting was not required. Patient repeated that the bottom of their recharger device melted off like the battery started to overheat, and they are requesting a new recharger. A wireless recharger kit was requested for the patient. No symptoms were reported.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called today repeating their recharger (insr) was melted and they were supposed to be transitioned to a wireless recharger(wr), but never met with anyone a year ago and so never got the wr. Patient said the got a call from someone at one point, who said they were going to meet with pt, but then pt didn't hear anything after that (pt didn't remember the person's name). Agent sent an email to rep asking if they were able to meet with pt back then or if they still have the wr to provide pt. Agent sent another follow up email to rep.